Event description:
Initially, in 2007, the pt was taken to the or for placement of a left port-a-cath catheter placement. During the weeks to follow, there had been extravasation through the port, confirmed on a study. The next month, the old catheter was removed intact and a small defect in the wall of the port could be seen. A new port was then placed. Dates of use: one month in 2007. Diagnosis or reason for use: infuse chemotherapy. Event abated after use stopped or dose reduced? Yes.